Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they called because they had a broken belt clip to their insulin pump and wanted a replacement. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.